Event description:
Doctor's office (explant surgeon) reported that a pt had to have a composix kugel patch removed due to an infection. The doctor had to repair two small parts of the pt's bowel and said that the mesh had separated away from the rings and fistulas had formed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No product is expected to be returned for evaluation. We will submit a follow up report when/if additional information becomes available.